Manufacturer narrative:
Updated fields:b4,d9,g2,g3,g6,h2,h3,h6(type of investigation, investigation findings,component code,conclusion),h11. This failure mode occurs when the intra aortic balloon catheter cannot be smoothly advanced through the introducer sheath during insertion causing resistance delayed placement or inability to advance the catheter. In this case the catheter became difficult to insert when the balloon tip reached the abdominal aorta. Therapy initiation was impacted due to the resistance encountered. The catheter was replaced with a new catheter. After replacement the balloon was successfully placed without any further difficulty.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that while using trans-ray plus 7.5fr 40cc iab with accessories intra aortic balloon (iab) catheter, the catheter was inserted through the sheath, but it became difficult to insert when the tip of the balloon reached the abdominal aorta. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b8, d9, h3, h6 (type of investigation, investigation findings).